Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the left radial artery. The target lesion was located in the left anterior descending artery. The physician placed a non-bsc 6f guide catheter and an unknown manufacturer's guide wire, engaging the target vessel. The target lesion was pre-dilated using a 2.0x30mm non-bsc balloon for 6 seconds at 12 bar. Then the physician deployed a 2.5x24mm promus element stent in the distal section of the target lesion for 9 seconds at 12 bar and 6 seconds at 18 bar. Next, the physician deployed a 3.0x28mm promus element stent at 16 bar for 21 seconds and 14 bar for 6 seconds and the stent was considered fully deployed. The stent delivery balloon crushed the proximal portion of the stent. At this time, the physician wanted to optimize the stent's apposition on the proximal edge, by using a 3.0x9mm maverick balloon for post-dilation and to crush the stent to the vessel wall. The physician completed the procedure by placing a third 3.0x12mm promus element stent at the proximal end of the "crushed" promus element stent. The result of the procedure was fine and the patient's post-procedure status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).